Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their implantable cardioverter defibrillator experiencing post-paced t-wave oversensing. Programming changes were made on (B)(6) 2021 to address the issue. There were no patient consequences.